Event description:
During ventilator operation, the manometer always reached 100cmh2o. It is not clear that whether it is false reading or actual delivering pressure was 100cmh2o. Neither severe injury or death was reported in the incident.